Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and met all release criteria. The physician released the closure device from the core wire and the device was successfully implanted in the laa of the patient. While the physician was removing the core wire and sheath from the patient, a thin string-like thrombus was found on the end screw of the core wire. No intervention was performed, and the patient was put on a continuous heparin administration. A transesophageal echocardiogram was performed the next day with no other consequences being reported. The patient showed no other complications as a result of this event.